Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the total daily insulin deliveries correctly reflect programmed basal rates. There were multiple occlusion alarms observed in black box, the occlusion alarms are preceded by a constant rise in force. The rewind, load and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. A 29 hour flow accuracy test was performed; the pump passed flow accuracy test and was found to be delivering within the required specifications. Investigation found that the reported issue was noted in history but not duplicated during testing.

Event description:
The reporter contacted animas on (B)(6) 2012, alleging the pump has emitted multiple occlusion alarms over the past three days. The reporter stated there has been no kinked tubing and no bent cannulas. The reporter stated that the patient changed the entire infusion set with each alarm received, including the cartridge, which was confirmed to be cycled three times prior to filling. The reporter stated that the patient did not reuse the supplies. The patient reportedly experienced nausea, irritability, frequent urination and headache with blood glucose (bg) measured in the 200-300 mg/dl range. The patient's bg at the time of the call to animas was 487 mg/dl with no reported symptoms. Customer support confirmed occlusion alarms in the pump history daily, with five alarms the day of the call to animas. The pump's bolus history revealed all boluses in the history were delivered to completion. The prime history confirmed the patient was changing the infusion set every day and priming with 10-15 units of insulin per infusion set. The insulin was confirmed not to be expired. The reporter confirmed that there was no leaking, bruising, bleeding or scar tissue at the insertion site. The reporter denied trauma to the pump. The insertion technique used by the reporter was confirmed by customer support to be correct, including site rotation. At the time of the call, the reporter stated that the same infusion set that was on the pump when an occlusion alarm was emitted at 7:24 pm, is now being used with the patient's old pump and there have been no occlusion alarms while using the old pump. The reporter stated she is convinced the problem is with the patient's pump and insisted the patient's pump be replaced. The bg excursions reported do not meet the criteria for a reportable adverse event. This complaint is being reported because the frequent occlusion alarms remained unresolved by the conclusion of the call and the reporter is implicating a pump malfunction as the cause.